Event description:
A 28mm diameter x 16mm diameter x 16.5cm length aneurx bifurcated stent graft and its components were inserted for the endovascular treatment of an abdominal aortic aneurysm on event date. The patient had moderate vessel tortuosity and little calcification. Upon deployment of the iliac stent graft, it was reported that after the physician cranked the deployment handle of the iliac stent graft about 5 times, one ring of the stent graft deployed, and then a "pop" was heard. The device was successfully removed from the patient and another 15mm diameter x 11.5cm length iliac stent graft was successfully deployed. It was reported that after the procedure the patient was doing fine. It was reported that the physician spoke to the patient two times during the night and the patient was fine. However, the patient expired at 0400 the next morning of a reported massive heart attack. It was reported that an autopsy was completed and showed the stent graft to be intact and undamaged. Further information is pending from the user and user facility. The stent delivery system was returned to medtronic ave for returned goods investigation and analysis is pending.

Event description:
A summary report received from the implanting facility stated that the pt was a 68 year-old male with end state renal disease and coronary artery disease. The abdominal aortic aneurysm was 5 cm, and the pt had an aneurysm of the left common iliac artery. The pt was evaluated prior to surgery with arteriogram, ultrasound, and computerized tomography (CT) scan. On 9/8/2001, the pt was admitted to the hosp for endovacular repair of his aneurysm. The procedure was successfull and the pt tolerated the procedure well. Postoperatively, the pt remained stable with palpable femoral pulses and warm lower extremities and systolic blood pressures of 130 to 160 mmhg. The pt was dialyzed immediately after this endovascular surgery. On 9/2001, the pt developed ventricular trachycardia and his condition deteriorated again. Extensive cardiovascular resuscitation was not successful and the pt expired. An autopsy revealed that the pt died of a massive myocardial infarction. Endovascular repair of the abdominal aortic aneurysm and the iliac aneurysm were intact with no evidence of bleeding or retroperitoneal hematoma. There was no evidence of injury to the superior mesenteric artery and the small intestine was normal. "Section h3 eval summary" analysis of the returned delivery catheter indicates that the graft cover was received in three pieces. Between the distal-most piece and the second piece, the graft cover had been cut. The proximal-most piece had been longitudinally cut. Between the second piese and the proximal-most piece, the graft cover had been broken. The position and nature of the break indicated that the graft cover was caught on the end of the hypotube while the graft cover was being pulled. The catching of the graft cover on the hypotube may have either the cause or the result of the reported deployment difficulty.